Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
A low readings issue was reported with the adc device. A customer reported receiving lower sensor scan results and as a result, experienced symptoms described as stomach cramps, fever, chills, diarrhea, and flu-like symptoms. The customer was unable to self-treat and was taken to the hospital where the customer's "blood work and sample were checked". The customer was diagnosed diabetic ketoacidosis (dka) however, no treatment was reported. There was no report of death or permanent impairment associated with this event.